Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 26 mg/dl at the time of the event. At the time of the report, the customer was experiencing high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. When the infusion set was removed from the customer's body, it was discovered that the cannula was bent. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.